Event description:
It was reported that the instrument would not grasp. At the time of this report, it is unknown when the issue was identified, how the procedure was completed and if the reported event had any impact on the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The small grasping retractor instrument was analyzed and found to have a broken pitch cable at the distal end. Additional observation(s) related to customer reported complaint: the instrument was found to have the pitch cable crimp to be missing and not returned with the instrument. The complaint regarding the device being unable to grasp tissue was confirmed by failure analysis.